Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The part has not been returned to the manufacturer for analysis. Results will be reported as they are received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had issues verifying the straight suction. There was no patient present when this issue was observed.